Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of initial surgical procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications were there any complications during the procedure? Was any anomaly of the device identified? Were there any pre-existing infections? What is the patient's current status?

Event description:
It was reported that the patient underwent a pancreatoduodenectomy procedure on (B)(6) 2017 and the absorbable adhesive barrier was applied to affected site for final wound closure. Within one week after the procedure, the patient experienced fever and CT scan revealed intraabdominal abscess on the area where the absorbable adhesion barrier had been applied. Then, drainage was done without performing a reoperation. The patient got well after drainage, and was discharged from the hospital. Hospitalization was not postponed. The surgeon opined that it was the first time to experience intraabdominal abscess after pancreatoduodenectomy. The surgeon opined that the intraabdominal abscess was observed at the exactly same area where the device had been applied and the absorbable adhesive barrier might have caused the intraabdominal abscess, however, he was not sure of it. It was also reported that there is a possibility that the patient had a weak immune system because the primary operation took long time. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: date of initial surgical procedure => (B)(6) what were current symptoms following the index surgical procedure? Onset date? => within 1 week after the index operation, the patient had a fever. When checking the patient by CT, an intraabdominal abscess was observed on the area where the interceed had been applied. Then, drainage was done without performing a reoperation because the drain was placed in initial procedure. The patient got well after drainage, and was discharged from the hospital. Hospitalization was not postponed. Other relevant patient history/concomitant medications => no information. Were there any complications during the procedure? => no information. Was any anomaly of the device identified? => no information. Were there any pre-existing infections? => no, but the surgeon conjectured that one of cause was immunological deterioration due to long surgery. What is the patient's current status? => the patient got well , and was discharged from the hospital.